Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in therapy following a check cassette alarm. On an unspecified date and time the device was programmed to delivery an unspecified concentration of tpn. No specific programming parameters were provided. After an unspecified length of time on (B)(6) 2014, the homecare pt notified the homecare nurse that the device was alarming with a check cassette alarm which could not be resolved. At 1900 the nurse went to the pt's home to clear the alarm condition. At that time, the alarm was cleared by the nurse; however, after approx a minute the device alarmed again with a check cassette alarm. The device was removed from clinical use. The homecare agency was called for a replacement device. On (B)(6) 2014 at 1000, a replacement device was received at the pt's home and therapy was resumed. It was reported that the pt did not receive tpn for a total of 15 hours. During that time it was reported that the pt's husband was checking the blood sugar every hour and at an unspecified time the pt's blood sugar went down to 60 mg/dl. It was reported that the pt's husband gave a total of 2 glucose tablets to the pt during that time. The pt's blood sugar was reported to have gone up to 80 mg/dl. The pt's baseline blood sugar level was unspecified. There were no reported adverse pt effects. Though requested no additional info was provided.